Manufacturer narrative:
Event: post-op ecc was reported to be at 1096 on (B)(6) 2018. This was before the signifacant loss that was measured to be 577-790 in april 2018. Date of event corrected. Implant date corrected. Claim# (B)(4).

Manufacturer narrative:
Post-op ecc is 577~790. Pre-op ecc value was not able to be obtained. Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
Reporter states a female patient received an icl implant in her right eye in (B)(6) 2017. Patient states the surgery time was lengthy and blames the surgeon for her current endothelial cell count (ecc). Ecc in (B)(6) 2018 was below 1000. Reportedly, icl remains implanted. Va is 20/20 as of (B)(6) 2018. Attempts to obtain additional information have not been successful.